Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that prior to a shoulder repair procedure the expressew iii autocapture+ was being tested. The disposable needle managed to get stuck in the device and would not come out. The scrub tech tried to remove the needle, but did not succeed. The procedure was completed by replacing the device with a replacement without patient harm or surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. Visual inspection confirms that the lower jaw seems be cracked. The root cause for the lower jaw to be cracked was probably due to user mishandling of the device. The complaint can be confirmed. The needle was observed to be jammed inside the expressew gun. The distal tip of the gun was inspected, and it was observed that the distal tip of the needle was broken. The needle may become jammed when the gun has not been cleaned properly over the course of being reused, therefore allowing debris to build up within the gun. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformities were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.